Manufacturer narrative:
A philips service engineer inspected the system onsite and found that a cable had become jammed under the geometry module. This mechanical jam caused communication to be lost between the geometry module and the system. The geometry module was replaced and the system returned to use.

Event description:
It has been reported to philips that during a vascular procedure the system lost all geometry movements. The procedure was completed by moving the patient to another room. No harm has been reported.